Event description:
A malfunction with the code malf 13 was reported for the pump, and it was confirmed not to be resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the glucose level. Tandem technical support instructed the customer to place the pump into storage mode and return it, while a replacement pump was arranged, and the customer switched to multiple daily injections (mdi) as a backup insulin therapy.